Manufacturer narrative:
Pump error 63 alarm confirmed in the device history due to broken trace.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm during self-test. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer is able to complete pump rewind. Customer stated that self-test was failed. The device will be returned for analysis.